Event description:
It was reported that the patient's leadless pacemaker exhibited increasing capture threshold. No intervention was performed. The patient was noted to be unstable due to heart failure symptoms unrelated to their implanted system.